Manufacturer narrative:
Company comment: the serious expected events of facial paralysis and infection at implant site, and the non-serious unexpected events of asthenia and gingival pain were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure or injection procedure associated with inadequate aseptic technique. Potential contributory factor to the asthenia and gingival pain includes concomitant toxin treatment. The non-serious events of arthralgia and back pain were considered unexpected and unrelated to the treatment. Alternative etiologies for the unrelated events include concomitant toxin treatment, undisclosed/undiagnosed medical conditions or age-related changes. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To exclude a non-conforming product, a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 23-may-2023 by an other health professional which refers to a 77-year-old female patient. Additional information was received from an other health professional. The medical history of the patient included many allergies, none related to hyaluronic acid. She also has bactrim, levaquin and penicillin allergy. The patient had previously received treatment with 1 ml of restylane defyne to marionette and chin area and dysport 13 units to chin, 15 units crow's feet, 29 units to glabella/forehead on (B)(6) 2023. On (B)(6) 2023, the patient received treatment with 1 ml of restylane defyne (lot: 20524) to chin and marionette area with unknown injection technique and needle type. On (B)(6) 2023, the patient came to hcp office, and she had droop in her smile and it was marginal mandibular paralysis (facial paralysis). Same day, the hcp had treated the patient with 2 units of dysport [botulinum toxin type a haemagglutinin complex] in the middle of the chin in dli and that seemed to correct the smile. On (B)(6) 2023, the patient came in for a check-up and she had a biofilm (implant site infection) on the right side of the face, in the lower chin/jawline. The hcp treated the patient with hylenex [vorhyaluronidase alfa] and also gave her an avalox [moxifloxacin hydrochloride] 400 mg. Since the last visit to the hcp on (B)(6) 2023, the patient had visited the emergency room twice and she was admitted on the third time on (B)(6) 2023. She was currently in the hospital for weakness (asthenia), joint pain (arthralgia), back pain (back pain) and sore gums (gingival pain). The patient received treatment with IV vancomycin [vancomycin]. The patient had undergone CT and MRI of the head and results were negative for stroke. The reporting hcps were not sure what had caused the issues, dysport or restylane defyne. The hcp had requested for a lyme disease test, and the patient was still in the hospital. Outcome at the time of the report: droop in her smile and it was marginal mandibular paralysis was not recovered/not resolved/ongoing. Biofilm was not recovered/not resolved/ongoing. Weakness was not recovered/not resolved/ongoing. Joint pain was not recovered/not resolved/ongoing. Back pain was not recovered/not resolved/ongoing. Sore gums was not recovered/not resolved/ongoing.

Manufacturer narrative:
Company comment: the serious expected events of facial paralysis and infection at implant site, and the non-serious unexpected events of asthenia and gingival pain were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure or injection procedure associated with inadequate aseptic technique. Potential contributory factor to the asthenia and gingival pain includes concomitant toxin treatment. The non-serious events of arthralgia and back pain were considered unexpected and unrelated to the treatment. Alternative etiologies for the unrelated events include concomitant toxin treatment, undisclosed/undiagnosed medical conditions or age-related changes. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. Until this date, this is the only medical complaint reported for this batch. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-may-2023 by an other health professional which refers to a 77-year-old female patient. Additional information was received from an other health professional. The medical history of the patient included many allergies, none related to hyaluronic acid. She also has bactrim, levaquin and penicillin allergy. The patient had previously received treatment with 1 ml of restylane defyne to marionette and chin area and dysport 13 units to chin, 15 units crow's feet, 29 units to glabella/forehead on (B)(6) 2023. On (B)(6) 2023, the patient received treatment with 1 ml of restylane defyne (lot 20524) to chin and marionette area with unknown injection technique and needle type. On (B)(6) 2023, the patient came to hcp office, and she had droop in her smile and it was marginal mandibular paralysis (facial paralysis). Same day, the hcp had treated the patient with 2 units of dysport [botulinum toxin type a haemagglutinin complex] in the middle of the chin in dli and that seemed to correct the smile. On (B)(6) 2023, the patient came in for a check-up and she had a biofilm (implant site infection) on the right side of the face, in the lower chin/jawline. The hcp treated the patient with hylenex [vorhyaluronidase alfa] and also gave her an avalox [moxifloxacin hydrochloride] 400 mg. Since the last visit to the hcp on (B)(6) 2023, the patient had visited the emergency room twice and she was admitted on the third time on (B)(6) 2023. She was currently in the hospital for weakness (asthenia), joint pain (arthralgia), back pain (back pain) and sore gums (gingival pain). The patient received treatment with IV vancomycin [vancomycin]. The patient had undergone CT and MRI of the head and results were negative for stroke. The reporting hcps were not sure what had caused the issues, dysport or restylane defyne. The hcp had requested for a lyme disease test, and the patient was still in the hospital. Outcome at the time of the report: droop in her smile and it was marginal mandibular paralysis was not recovered/not resolved/ongoing. Biofilm was not recovered/not resolved/ongoing. Weakness was not recovered/not resolved/ongoing. Joint pain was not recovered/not resolved/ongoing. Back pain was not recovered/not resolved/ongoing. Sore gums was not recovered/not resolved/ongoing. Tracking list: v.0 initial, v.1 batch record review results received on 29-jun-2023.